Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the air/water leaks were found after use of the scope during a diagnostic procedure when checking for leaks prior to cleaning. There was no delay and the procedure was completed using the scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the tracheal intubation fiberscope had air/water leakages. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the flexible coating had peeled. The report is being submitted due to the peeled coating found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and water tightness was lost due to a cut on the bending section cover. In addition, evaluation found the bending section cover adhesive was chipped, the bending tube was dented, and the connecting tube was dented. This event is under investigation. A supplemental report will be submitted upon receiving additional information.